Manufacturer narrative:
(B)(4). Investigation summary: it was reported that the device had performance pull off - suture needle. It was received for analysis an empty folder, a detached needle and a dispensed suture of product code z371. During the visual inspection of the needle the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the sample condition, the assignable cause of the performance pull off - suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the needle detach from the suture thread during use on patient? Or was the needle found detached when package was opened? No further information is available. Lot number =>the lot number is unknown. Device return status/follow up: when we send the sample to you, we will let you know its return date and tracking number. No further information will be provided.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. During the procedure, the suture was detached from the needle. It was unknown what was used to complete the procedure. There were no adverse patient consequences reported.